Manufacturer narrative:
(B)(4). Device received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, pump error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Device had cracked lcd window, cracked case at display window corners. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the front side of insulin pump had crack. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump was not bumped or dropped. The insulin pump will be returned for analysis.